Event description:
It was reported that during an implant procedure, the patient's right atrial (ra) lead was found to have dislodged. Upon attempting to reposition the ra lead, the lead helix was unable to extend. The ra lead was not used and another lead was used to successfully complete the procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, on the inner coil, and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.